Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) device during dwell 2 of 3. The technical support specialist (tsr) explained the alarm and assisted the nurse to clear the alarm. The nurse will have the morning staff complete therapy with manual exchange. No patient injury or medical intervention was indicated at the time of the initial report.